Event description:
It was reported that the lesion was located in mid lad, which was not calcified, but was heavily tortuous. An attempt was made to cross the lesion with the balance guide wire, but during the attempts, the tip was observed not to be moving. The guide wire was removed from the patient's anatomy, and the guide wire tip had separated. The separated tip was found in the guiding catheter and was retrieved with an anchor device. The physician stated that he had applied a lot of torque to the guide wire when resistance was met, contrary to the instructions for use (IFU).